Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient passed away while connected to a homechoice device. It was reported that while hospitalized for an unreported indication, the patient experienced unspecified complications and ¿coded earlier in the day¿. It was reported the patient was ¿about 45 minutes into treatment, in first dwell and ¿coded again and passed away¿. The cause of death was unknown. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Internal and external inspection was performed and no issues were noted. All connections were correct and secure, no evidence of moisture or pest infestation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported issue was not verified. The cause of the condition could not be determined. No device failure or malfunction was identified that could have caused or contributed to the patient¿s symptoms; therefore, the homechoice is no longer considered suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.